Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: celsius rmt, carto other companies devices that used in this study: cardiodrive, navigant manufacturer's ref. No: (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 23 patients including children with complex arrhythmias as well as patients with chd underwent radiofrequency catheter ablation. Among them, a fever developed following the procedure in one patient who was diagnosed with staphylococcus aureus bacteremia; therapy with antibiotics was initiated and the patient recovered without sequelae. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿initial experience with catheter ablation using remote magnetic navigation in adults with complex congenital heart disease and in small children¿ the purpose of this study was to report single-center results from an ongoing registry of all patients with congenital heart disease and all children with complex arrhythmias in which the magnetic navigation system (mns) was used. Suspect device is a navistar rmt ds, however catalog and lot number is unknown.